Manufacturer narrative:
H3, h6: siemens healthineers completed a detailed investigation of the reported issue. It was previously reported that the composed image (stitched ortho images) showed three screws instead of the correct two screws present in the patient¿s leg. According to the information received the operator repeated the examination but this could not be confirmed by the analyzed log files. Furthermore, no reprocessing (manual stitching and recomposing of the image) could be identified by investigation. The patient was positioned on the table. During the acquisition of the ortho series the patient moved. As a result, the stitching algorithm had to apply a correction of the vertical (head ¿ feet direction) axis of the affected images, which was applied inadequately in this case since the overlap position recognized by the algorithm was too large. In general, patient movement during ortho examinations can have an impact on the parts of the patient¿s anatomy that are detectable in single ortho images. The algorithm may thus find a possible stitching solution that does not correspond to the real anatomic structures but looks correct image-wise. Therefore, the operator must always check the composing results for correct anatomy and before making important measurements. This is also stated in the operator manual composing section. It is recommended to always check the original single images and compare them with composed image to identify possible motion artifacts due to mismatched ortho images. The identified software problem will be solved with an update to va20g which is planned for q4/ 2025 (cy). The overlap region will be limited to smaller values to prevent such incorrect stitching in case of patient movement. The surgeon followed the warnings and cautions in the instructions for use. There was no indication for a planned subsequent treatment based on uncalibrated stitched images. In a worst-case scenario, this issue might have resulted in prolonged surgery which is seen as moderate injury. Therefore, this event is no longer classified as reportable. The complaint has been closed.

Manufacturer narrative:
E1: initial reporter's name and phone number were not provided for reporting. H3, h6: initial actions (corrective and/or preventive): during the course of the investigation a decision regarding what measures should be taken. Manufacturer's preliminary results and conclusion: the investigation is ongoing. A supplemental report will be filed upon completion of the investigation.

Event description:
Siemens healthineers became aware of a malfunction associated with the ysio x.pree system. It was stated that the stitching of the images of an ortho long leg examination was not correctly performed. There was a vertical shift, and the stitched image displayed three (3) screws instead of two (2) screws. The surgeon noticed during the surgery that there were only two (2) screws to remove from the patient´s leg and there was no impact on the patient. It was communicated that the x-ray examination was repeated. Clinical expert evaluation determined that in a worst-case scenario the incorrect stitching might lead to a repeated or unnecessary surgery if the incorrect stitching is not noticed by the user and, for example, a wrong leg length was determined. However, such a scenario was determined to be highly unlikely. Only the ortho images of leg bones might be incorrectly assessed by the user. Spine or hip examinations will not be affected.